Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
Allegedly, tip broke off in the tissue of the shoulder. Found broken piece with neptune manifold.